Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high out of range atrial pacing impedance measurements, oversensing and increased threshold measurements. During the revision procedure, the associated right atrial (ra) lead was tested, and all measurements were normal. The ra lead was then reconnected to this crt-d, and all measurements were normal and within range. It was suspected there was a connection issue. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead remains in service. At this time, there is no additional information. Should additional information become available this report will be updated.